Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to site to test the equipment. Representative reported that the tube/detector alignment was off due to imaging system hitting the wall hard during transportation. Representative set the alignment and an invalidate home was executed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during cervical spine procedure, a "door open" error message was displayed even when the imaging system was completely closed. Rebooting the system did not resolve the issue. Site used a c-arm to proceed with case. The procedure was completed without the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: patient ID and date of birth provided.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is also being reported under part 803. Supplemental aro information is as follows: number of people exposed: 1 - patient total number of people in or unknown estimated absorbed or effective dose information is not available. If information is provided in the future, a supplemental report will be issued.